Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer's blood glucose level was 500 mg/dl. The customer did not mention any symptom or treatment related to high blood glucose level. The customer reported that motor was defective, it was very loud, when it loaded it kept reloading and was giving the insulin very slow. The customer declined troubleshoot the insulin pump and committed to continue if the same issue occurred with the new insulin pump. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. No unexpected rewind anomaly or drive or motor anomaly noted during testing. The motor was tested outside and passed. (B)(4).